Event description:
Due to surgical tech error, the lens was left in the cartridge for longer than the recommended period, the foam tip plunger dried out and damaged the lens upon insertion. The lens was implanted and removed. The surgeon enlarged the incision to remove the lens and sutures were required.